Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor cannula was broken inside their body. Customer blood glucose reading was 325 mg/dl. Troubleshoot was performed. Customer was able to remove the needle from the body. The sensor was inserted in the right side of their arm. After observing the sensor, the cannula was intact. Customer was advised to talk to their nurse about their sensor issue. Customer also reported high blood glucose reading but the reading was not serious. Sensor will be returning for analysis. Insulin pump will not be returning for analysis.